Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 04-mar-2024. H.6. Investigation summary: bd received 15 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for missing additive with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by functional testing and the issue of missing additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), there was an unspecified number of tubes that were missing additive causing coagulation problems. The samples had to be recollected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), there was an unspecified number of tubes that were missing additive causing coagulation problems. The samples had to be recollected.